Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley balloon would not deflate on its own. The nurse reportedly tried to manually withdraw the 10cc of fluid but was unable to fully deflate the foley balloon. Upon removal, it was noted that the foley balloon was asymmetrical, with fluid on one side of the balloon but not on the other. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the foley balloon would not deflate on its own. The nurse reportedly tried to manually withdraw the 10cc of fluid, however was unable to fully deflate the foley balloon. Upon removal, it was noted that the foley balloon was asymmetrical, with fluid on one side of the balloon and not on the other. No medical intervention was reported.